Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. Date of issue is an approximation. The patient¿s spouse stated that the continuous glucose monitor was not working but could not specify the failure mode. She stated that she had called 911 in the morning (reason not specified) and that they were at the hospital in the emergency room (ER) because the patient¿s blood glucose (bg) had dropped to 20 mg/dl. She did not specify if that bg value was checked by her or ems. She stated that there was no alarm, and nothing displaying. When emergency medical services (ems) arrived, there was no error message and no cgm value. She stated that the screen was blank. She stated it was as if the receiver was turned off; she had tried to turn it on, but nothing was coming back, still a blank screen. No further information was provided at the time of report and the patient was still in the hospital. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.